Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: device evaluated by manufacturer - a product evaluation was not possible as the product was not returned and the lot number was not provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet 2.0 x 7 mm lactosorb screw catalog #: 915-2301 lot #: unknown; zimmer biomet l shape plate right extended catalog #: 915-2150 lot #: unknown; zimmer biomet l shape plate left extended catalog #: 915-2151 lot #: unknown; zimmer biomet 2.0 x 7 mm lactosorb screw catalog #: 915-2301-ea lot #: unknown; zimmer biomet 2.5x7mm lactosorb screw catalog #: 915-2308-ea lot #: unknown. G2: foreign - japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00415. 0001032347-2023-00416, 0001032347-2023-00417, 0001032347-2023-00418, 0001032347-2023-00419.

Event description:
It was reported that the patient experienced pain and swelling at the margin of the foramen magnum after surgery. Attempts have been made and no further information has been provided.